Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the rear case was damaged and needed replacing, the upper and lower case halves were broken and were replaced. Analysis also found that the battery release and knobs were contaminated, that both bail covers and the ring cover were broken, one case screw was missing, one bail and ring were missing, the keyboard window was scratched and the serial number label was damaged. (B)(4).

Event description:
It was reported that the external pulse generator was dropped and that the rear case was damaged and needed replacing. It was further requested that the generator receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.